Manufacturer narrative:
A field corrective action has been initiated by trumpf medical and reported to the FDA as a result of investigations into similar events (recall number z-563-2016). The investigations have found that improper installation or servicing of the snap ring in this joint can result in the slipping down or falling of the spring arm and light head components. The investigation of this event is currently ongoing. A follow-up report will be submitted once new information becomes available.

Event description:
During surgery, the lamp head of an iled 5 surgical light became detached at the spring arm to central axis joint and fell down. The staff was able to direct the light away from the patient; however, a staff member suffered an inflamed right thigh, and an injured right shin. An examination of the staff member revealed no need for surgical intervention.